Event description:
The user facility reported that there was a patient injury. The following additional information was received from the facility. The resident positioned the patient and attached the skull clamp. The attending physician inspected it, and the pressure apparently appeared to be adequate. The patient was re-positioned to a prone position and the head moved. The patient sustained a gash on the head. Additional information was requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.